Event description:
Dexcom was made aware on 04/23/2024, that on 01/01/2024 the patient experienced a skin reaction. Date of event is an approximation. It was reported that the patient experienced a skin reaction with an allergic reaction and contact allergy, underneath sensor pod area only, which occurred an unspecified day after the sensor had been inserted (no information about insertion site). The patient started to use the dexcom in 2024 after having used the dexcom g6 before. According to the reporter the patient was examined for contact allergy. It was determined that there was an allergy to rosin derivatives, acrylate, boa perfume, and irganox. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).